Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging the pump would not power on. The patient confirmed the pump had power the day prior on (B)(6) 2012. At the time of troubleshooting, the patient denied any visible damage to the pump's casing. The patient confirmed the keypad was intact and confirmed there was no evidence of moisture in the battery compartment when he replaced the pump's battery. However, at the time of the call, the patient mentioned there appeared to be moisture behind the pump's display. The patient informed animas customer support that he did go swimming over the weekend with the pump. The alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. During evaluation, the pump did not power on. A case leak was found during in house leak test. The pump cover was removed and there was moisture present in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.